Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a perclose device. Reportedly, the device failed to capture requiring impella removal. Manual compression was performed to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records review for this product could not be performed because the part and lot number were not reported, and the device was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B3 - date of event is estimated. D4- the UDI is not known as the part and lot number were not provided.